Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The blood glucose reading was 250 mg/dl. No significant events leading to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with protruded and loose drive support disk, minor scratches on display window, cracked reservoir tube lip. The insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No prime alarm noted. Motor error alarm during basic occlusion test due to protruded and loose drive support disk.